Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 100 units of insulin. Customer¿s blood glucose was 260mg/dl. Reportedly, the customer added insulin to the existing cartridge and reloaded it successfully.